Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to having active insulin in the body (iob- insulin on board), the pump did not recommend a bolus amount. However, the customer overrode the pump suggestion and delivered a bolus which decreased blood glucose (bg) level to 48-70 (mg/dl). Juice and cheese was consumed to treat bg level. The customer acknowledged the user error.